Event description:
Revision of knee components approx 3 months pst operatively. Surgeon noted that the tibial component was undersized, leading to subsidence. This event occurred outside of the united states, in (B)(6).

Manufacturer narrative:
Engineering evaluation, in combination with a review of the device history record, did not indicate a quality design or manufacturing issue.